Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar and ulcer are known complications of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025, it was reported the patient was having replacement of the tubes due to their age. A gastroscopy was performed, where an ulcer was found in the pylorus, which according to the gastroenterologist, was caused by the tubing. During the removal of the intestinal tube, difficulty was found due to the existence of a bezoar at the end of the intestinal tube. The old tubes were removed. The patient will receive proton pump inhibitors for the ulcer. No hospitalization required.